Event description:
Facility reports that on october 1, 2003 a resident fell out of a sabina patient lift. Facility reports that the caregiver was hurt while trying to catch the resident as she fell. Injury was not caused by the lift.

Manufacturer narrative:
On november 30, 2006 don at facility reported this incident to liko representative during phone call. Don reported that the facility has 4 sabina patient lifts, but did not have the serial number of the lift involved in the reported incident. On site investigation was completed on 12/18/2006 by local distributor, at which time all lifts at facility were inspected. Minor repair kits were recommended for two lifts, and remaining lifts were found to be in good condition. Facility purchases a safety vest to be used on these patient lifts. Don agreed to train staff on the correct use of safety vest.